Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular lead experienced loss of capture. Upon further review, it was found that the atrial, left ventricular and right ventricular leads were dislodged, possibly due to twiddler's syndrome. The left ventricular lead was explanted and replaced. The atrial and right ventricular leads were repositioned, and remain in use. No further patient complications have been reported as a result of this event.